Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, which warranted hospitalization, antibiotic therapy and the surgical removal of the patient¿s pd catheter (not a fresenius product). The pdrn stated the peritonitis was caused by a breach in aseptic technique, due to touch contamination. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, corynebacterium commonly colonize human skin and mucous membranes. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction was caused or contributed to the event.

Event description:
A home therapies manager stated a peritoneal dialysis (pd) patient is currently hospitalized and will be transitioning to in-center hemodialysis (hd). Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2019 for relapse peritonitis, and the removal of their infected pd catheter (not a fresenius product).the patient¿s peritoneal dialysis registered nurse (pdrn) stated the hospital was unsuccessful at eliminating the peritonitis during the patient¿s hospitalization in june (previous reported via MFR report number 8030665-2019-01025), because the infection was too severe. The offending organism continues to be gram-positive corynebacterium. As such, the patient¿s pd catheter was surgically removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The pdrn stated prior to the hospitalization, they had performed a home inspection and found the patient was performing their own pd therapy. The pdrn stated the patient is blind (macular degeneration and diabetic retinopathy) and cannot safely perform continuous cycling peritoneal dialysis (ccpd) therapy unassisted. The patient¿s family had been assisting the patient; however, the patient was concerned about the burden placed on their family and began doing it themselves. The pdrn trialed having the patient perform their own ccpd therapy, however the patient broke aseptic technique within ¿seconds.¿ the pdrn, nephrologist and patient decided the best course of action was to move to hd, performed by clinical staff. The discharge summary was requested; however, it is currently unavailable. Patient is currently undergoing in-center hd therapy and is doing well. The patient continues to be given intravenous (IV) antibiotics (drug, frequency and duration not provided), and the event of peritonitis is resolving.